Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.